Manufacturer narrative:
(B)(4). Date sent: 2/14/2024. D4: batch #. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one tyvek. The manual override door out of position and removed; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number u5f61k, and no non-conformances were identified. Additional information was requested and the following was obtained: no patient consequences were reported. No additional details provided.

Event description:
It was reported that during an unk procedure, the stapler stuck. No further details were provided. No patient consequences reported.